Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a broken tip. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer, however, no further details were provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have an ear of the distal clevis broken off. The broken piece was not returned, measuring roughly 0.293¿ x 0.238¿ in size. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.